Event description:
The customer reported that the "right vacuum incorrect" alarm would show periodically on the screen of the companion 2 driver. The patient was switched to a backup driver without adverse impact. This alleged failure mode poses a low risk to the patient because it does not prevent the companion driver from performing its life-sustaining functions. An investigation will be conducted by syncardia. The results of the investigation will be provided in a supplemental MDR.